Event description:
Company rep reported, a pt presented "pus on nose" after being treated with juvederm ultra plus xc in the nose and forehead. The pt was also treated in the cheeks with voluma. The "pus on nose" is being treated with "cephalexin 500mg bd x 30 altargo bot". No add'l info was provided. This event is being reported because, allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).